Event description:
It was reported that; central sterile services of the clinic, reported that "the distractor could not open completely, the handle broke inside by unscrewing it during a medical procedure."

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The device was inspected and it was confirmed the side handle was fractured off the device. No relevant manufacturing issues were found upon manufacturing history review. The probable root cause of this event is user error.

Event description:
It was reported that; central sterile services of the clinic, reported that "the distractor could not open completely, the handle broke inside by unscrewing it during a medical procedure."